Manufacturer narrative:
Unit received with unexpected battery power loss and low battery alert due to moisture damage on the electronic assembly.

Event description:
The customer reported via phone call that their insulin pump received replace battery alarm. The customer¿s blood glucose level was unknown. Customer received a low battery alert prior to the replace battery alert. Pump requires brand new or fully charge batteries to work effectively. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.